Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "post operative wound infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: post operative wound infection.

Event description:
Patient reported "wound slow to heal, discharge pus" and wound swab result - heavy growth staphylococcus aureus". Flucloxacillin was prescribed. This record is for the right side. The device was explanted.